Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter, infusion set leaks. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with insulin pump (subcutaneous insulin infusion), manual injection/insulin pen. Customer reported the following led up to the event: unexplained high bgs document treatment for high bg: pump and manual injection other than insulin, indicate medications taken to treat diabetes: none document type of diabetes: type 1. The event involved product(s) mmt-332a, mmt-7811na, mmt-399a, mmt-1780kl. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to test pump. Customer reported an infusion set leak at the site. No further patient complications were reported. No product return is required for mmt-332a. Mmt-7811na was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-399a. No product return is required for mmt-1780kl. The customer will continue using the device.